Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, which triggered to lead safety switch (lss) from bipolar to unipolar mode. It was noted a gradual rise on rv impedances, which was believed to be caused by physiologic. No noise stored was observed. Programming options were recommended. Currently, this rv remains in service and no adverse patient effects were reported.